Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 patient presented with severe lumbar pain syndrome associated with degenerative lumbar scoliosis, left lower extremity symptoms, and lateral foraminal stenosis. Patient underwent posterior fusion l1-s1 using competitor hardware, rhbmp-2/acs. There were no noted complications. On (B)(6) 2007 patient presented with bilateral hip pain. Patient diagnosed with pseudoarthrosis and broken hardware. (B)(6) 2007 patient underwent removal of instrumentation l1-ilium, exploration of fusion, decompressive laminectomy t12-l1, posterior osteotomy t9, t10, t11, t12,and l1, placement of new screws t9-ilium, and t12-l1 bilateral nerve root exploration. A specimen of ¿bmp bone¿ was taken and sent to pathology. (B)(6) 2007 patient underwent lateral spinal fusion, lumbar laminectomy with fusion and instrumentation, left lateral thoraco-abdominal approach, 10th rib bone graft, anterior osteotomies l5-s1, fusion t11-s1. Bmp, graft, cancellous chips. (B)(6) 2007 patient presented with broken hardware. Patient underwent posterior spinal fusion with instrumentation t9-sacrum with rhbmp-2/acs, cancellous crushed bone, graft, competitor hardware, and neuro monitoring. (B)(6) 2007 patient was discharged. Per discharge report ¿complications during the course of admission included dvt in the left gastrocnemius vein that propagated to the popliteal vein, for which the patient received treatment¿ which included an ivc filter on (B)(6) 2007. By postop day five status post posterior spinal fusion t9 through pelvis, (pt) was tolerating a general diet, the wound was clean and dry, there were no signs or symptoms of acute deep vein thrombosis. (Pt) pain was well controlled with oral pain medications and participating well with physical therapy.¿ (B)(6) 2007 patient underwent anterior spinal fusion for resection of ectopic bone, cystoscopy, and placement of left ureteral stent. Per the medical records, the patient had a left retroperitoneal osseous neoplasm and underwent left retroperitoneal approach and resection of retroperitoneal bone tumor. The patient ¿underwent previous anterior lumbar fusions from t8 down to the pelvis. Since (B)(6) 2007 (pt) has had a progressively enlarging mass in the left lower quadrant, consistent with osseous ectopic bone formation and bone tumor. (Pt) has lost 40 pounds, and has also had urinary problems, as well as intestinal and bladder problems.¿ per the operative note, ¿the bone was excised by dissecting down onto the bone¿ it was almost impossible to feel the vessels. Because of the density of the mass, as well as the inflammatory process around it, (surgeon) had to be very careful in the retroperitoneal and in the deep portions of the resections. The mass also extended up the flank toward the kidney¿ this extended under the psoas muscle¿¿ there were no noted complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient underwent spinal fusion with rhbmp-2/acs. On (B)(6) 2007: the patient presented with chronic pain. On (B)(6) 2007: the patient presented with migration. L1 had backed out a bit-worked its way into the endplate. On (B)(6) 2007: the patient presented with confirmed qualifying bone growth and osseous ectopic bone formation. On (B)(6) 2007: the patient presented with radiculopathy. On (B)(6) 2007: the patient presented with failed fusion due to multiple pseudoarthrosis lumbar spine (B)(6) 2007: the patient underwent a corrective surgery due to overgrowth of bone and 5 ruptured discs. Following complications were observed: ectopic bone growth that caused severe pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.